Event description:
A remstar plus c-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and object code indicates the blower contributing to the foam degradation. Additionally, the service technician also noted error codes present e063 (err_stuck_knob_key), e065 (err_stuck_encoder_a), and e066 (err_stuck_encoder_b) in the device logs. There was also presence of dust/dirt in the device. Unit is functional. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.